Event description:
The device was used during an unspecified procedure. Reportedly, the dog had an allergic reaction. The surgeon re-sutured to correct the condition. The surgeon has reported no injury occurred.